Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low, and the coupling tool side was not functioning and was defective. It was noted that the trigger was locked, the coupling was damaged, and the motor power was below specification. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check attachment coupling with attachments, check reverse locking mechanism, and check the attachment coupling. It was noted in the service order ¿reverse locked and bad safety button¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.